Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was giving her inaccurate high readings as compared to her normal feelings/result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient advised the cca that at an unspecified time on (B)(6) 2012, she obtained the alleged high results of "288, 218, and 161mg/dl" on the subject meter. The patient stated that she manages her diabetes with insulin, 3units of humalog, and increased her insulin intake by 1unit in response to the reported issue. Two hours after the alleged issue occurred, the patient claimed to have developed symptoms feeling "sweaty, shaky and confused" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that the patient was using off-brand control solution. Replacement products have been sent to the patient. Although the patient denied receiving medical treatment after the alleged issue occurred, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 (03/10/2012)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2012 the meter was tested and no faults were found. On (B)(6), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.